Manufacturer narrative:
The one device belonging to the sole complaint is expected to be returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 47920 localization wire allegedly had foreign material on the needle, upon removal from the packaging. There was no patient involvement for this one event.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 47920 localization wire allegedly had foreign material on the needle, upon removal from the packaging. There was no patient involvement for this one event.

Manufacturer narrative:
The one device has been returned for evaluation. Foreign material was identified on the device. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.